Event description:
It was reported the pt experienced a fever along with redness and swelling at the pump site. The device was removed due to suspected infection. Cultures of the device pocket and cfs were taken, but results were not available at the time of the report. The pt was weaned off of it baclofen with the last reported dose of 180mcg/day at a concentration of 500 mcg/ml. The hcp planned to send the pt home after the explant with oral baclofen. The hcp also plans to place a new pump and catheter after the infection had cleared. No outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Results = catheter.